Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a tmj procedure approximately 12 years prior. Subsequently, patient is experiencing pain. Xrays show fossa screws are almost out of bone, mobility is normal. No intervention has been reported to date.